Manufacturer narrative:
The pump received compromised force sensor system alarms during prime test at 3.0 lbs. And received motor error alarms during basic occlusion test due to faulty force sensor resistor. Cracks on reservoir tube lip and scratches on display window were noted. The motor passed the motor test. (B)(4).

Event description:
The customer's mother reported via phone call of motor error with the customer's insulin pump. The mother states the device has stopped delivering insulin and has alarmed for motor error. The customer's blood glucose level at the time of incident was 570 mg/dl. The customer treated the high with bolus and backup plan. The customer was assisted with troubleshoot. The customer states receiving compromised force sensor system alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.